Event description:
In 2004, this pt was implanted with a gore excluder aaa endoprosthesis. The right internal iliac artery was covered by the trunk-ipsilateral leg component.

Manufacturer narrative:
To gore's knowledge the device remains functioning in the pt. A review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs.